Manufacturer narrative:
Further info reported dir of risk mgmt. Pt had significant heart disease and not much heart function. The event occurred in the dialysis unit at a hosp. During a dialysis treatment, pts are checked every 15 minutes. The check includes vital signs and connections. The event occurred 13 minutes after a check. The dialysis machine alarmed (air in tubing). When the nurse "pulled the covers back" they discovered the pt in a pool of blood. Resuscitation attempt started immediately, but was unsuccessful. The dialysis machine was checked and all alarms were functioning. The pt had a pacemaker and an activity report was requested. The repair luer disconnected from the extension tubing. The blue port of the catheter was repaired about 2 weeks prior in special procedures at the hosp using a medcomp repair kit, lot number unk. No procedure report in chart. An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that approx 2 weeks ago the catheter was repaired using a repair kit. During dialysis treatment, the replacement luer came off and the pt exsanguinated.